Event description:
It was reported that the physician requested a review of stored episodes as the shock lead impedance for the patient with this implantable cardioverter defibrillator (ICD) experienced a drop after the patient received six inappropriate shocks for what appeared to be an atrial driven arrhythmia. It was noted that after the six shock the therapy for the event was exhausted. Technical services (ts) noted that the arrhythmia appear to be atrial tachycardia and that the shock delivery did not accelerate the rhythm. The representative discussed that the patient was clinically stabled, and patient expressed distress and anxiety by the number of shocks received. The ICD remains in service. No additional adverse patient effects were reported.